Event description:
Difficulty encountered while removing the catheter from the patient. The report received indicated that the 6f brite tip catheter was being delivered to the target vessel; however, torque was applied, slightly, to engage it to the target vessel; the catheter kinked approximately 40 cm from the proximal end. The physician retrieved the catheter from the patient but encountered some difficulty withdrawing. A different brite tip catheter was engaged to the target vessel without problem and successful stenting of the target lesion was conducted. The procedure was finished successfully without any injury to the patient. Further info indicated that there was no excessive force used during the procedure. However, it was indicated that due to the kink in the catheter, the physician encountered difficulty removing it from the vessel. The target vessel was the left posterior descending (pda); the de novo lesion was described as moderately tortuous without calcification and presenting 90% stenosis.

Manufacturer narrative:
The product is not available for eval as the unit was discarded by the facility as the pt presented an infectious disease. Additional info will be submitted within 30 days upon receipt.